Event description:
A healthcare complained of burning sensation on the hand, when opening an unused cassette. The worker treated the contact site with running water. The worker was seen by a dermatologist, but it is unknown if medication was prescribed.